Event description:
It was reported that pump touchscreen became cracked and shattered after customer fell or rolled onto pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.